Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an allergic reaction to metal and that she was using a cream to help. The patient consulted her physician who advised the patient could remove the device during the day until her skin healed. The current medical condition of the patient's reaction is unknown.